Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. There is bio debris on the depth straw. A functional evaluation was performed on the returned device and found it cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the devices were not returned in original packaging. The t1, t2, and suture of both devices were not returned. The actuator of both devices is in the pre-t1/post-t2 position. Device one's depth straw has slight damage to the depth straw. Device two's needle assembly is bent. A functional evaluation was performed on the returned device and found that device two cycles as intended. Device two will not cycle due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time. H11: corrected data updated section h10.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after deploying the t1 implant of two (2) fast fix 360 devices, the t2 implant deployed prematurely through the meniscus. Both ts were successfully removed from the patient by tweezers. Non significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.